Event description:
The device was used for a hip replacement procedure. Reportedly, eczema type rash appeared around the incision. The rash vanished after the staples were removed.

Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received for evaluation.